Event description:
According to the literature, a retrospective study from 2007-2022 evaluated outcomes of microwave ablation (mwa) to 397 liver tumors resulting from neuroendocrine tumor metastases in 94 patients. Mwa was completed using emprint, evident, or competitor products. Procedures were performed via laparoscopic, open, hand-assisted laparoscopic, and robotic techniques. Concomitant procedures were performed including hepatectomy, cholecystectomy, whipple procedure, distal pancreatectomy, and liver resection in 62% of patients. One patient death was reported in a patient with cirrhosis who underwent a mwa without concomitant procedure and died on postoperative day three. No other details were provided regarding this mortality.

Manufacturer narrative:
D10 concomitant products: unk - evident gen, unknown evident generator, (sn: unknown) unk - emprint gen, unknown emprint generator, (sn: unknown) unk - evident gen, unknown evident generator, (sn: unknown) surgical microwave ablation of 397 neuroendocrine liver metastases: a retrospective cohort analysis of 16 years of experience alexandra wells, vincent butano, michael phillips, joshua davis, erin baker, john martinie, david iannitti accepted: 30 june 2024 https://doi.org/10.1007/s00464-024-11021-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.